Event description:
Related manufacture reference number: 2017865-2023-24605. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker released prematurely from the delivery catheter during tether mode. The leadless pacemaker was implanted without further complications on (B)(6) 2023. The patient was in stable condition.